Manufacturer narrative:
Physio-control evaluated the customer's device and was able to verify and duplicate the reported issue. The issue of the white screen upon powering the device on, was determined to be caused by the user interface pcb assembly, which was replaced. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. (B)(4).

Event description:
The customer contacted physio-control to report that the display on their device is all white when it is powered on. A white screen is indicative of a device locking up and as a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported event.